Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp) due to a tubing crack that caused fluid loss. The ipp was explanted and a new ipp was implanted. The patient is stable following this surgery.